Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 (B)(6) employee of intuvie, received a call from m.v., (B)(6) center, and the following call notes were documented: pt woke to a blank screen and powered pump on but was stuck in the rx screen...it did show a vtbi of 137.8 but when I hit the backup button to see if resume infusion was present is wasn't. Only new infusion was present. We powered the unit back, clamped the line, and I instructed her to go into her clinic again as this pump abruptly powered of on its own. Pt also told me this is her second pump. Her pump was swapped out yesterday for the same reason. That one was called into support as well.no further details were provided. Infusion took place at home. Patient involved. No patient was harmed. Unclear if pump will be returned or not as they may deem it an internal battery management issue and just keep it and put it back into normal rotation. That needs to be confirmed. Also, cindy just looked ant the pump prior that this pump was swapped out for we have no record of. We will need to gather that info as well.on (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.